Manufacturer narrative:
Other relevant device(s) are: product ID: 37791, serial/lot #: n/a, pli - 10: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was getting intermittent poor coupling with 0 coupling bars. The pt stated that they used to get 7-8 easily but for the past month, it would not charge because it showed 0 coupling. The pt stated they did not have the patient programmer (pp) but they last charged successfully about a month ago. The pt stated they just lost stimulation because the battery depleted. The pt clarified that the cord did not look damaged for antenna. The pt was instructed to reposition the antenna but at one point they got 3 bars but lost them. The pt tried to charge but stopped because there were no bars. The patient was transferred to repair and the antenna was replaced. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# n/a implanted: explanted: product type recharger review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive and it was reported that the patient needed to charge their unit and it would not work which led to poor coupling and being unable to charge. The replacement of the antenna resolved the recharging and coupling issues and it was working really well. No further complications were reported or anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.